Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited low, out of range, pacing lead impedance. The lead was capped and replaced. The patient was in good condition following the procedure.